Event description:
It was reported that the system displayed frame "synch" and communication errors. These errors will cause the system to lockup, shut down, or not to boot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem all though the errors were found in the log files. The system operates as intended.